Manufacturer narrative:
It was reported that the ventilator failed pressure transducer and flow transducer tests during pre-use check. Moreover, the rotary encoder on the control panel didn't work intermittently and a check battery status alarm was reported as well. Our field service engineer has investigated the reported ventilator on site. It was not possible to fix the ventilator on site. Therefore, it has been sent back to manufacturer for reparation. The returned ventilator has been investigated by our return department. It was possible to reproduce the pre-use check failure with the flow transducer test and the rotary encoder failure. However, it was not possible to reproduce the battery alarm. The air gas module was replaced to resolve the flow transducer failure, and panel assy was replaced to resolve the rotary encoder issue. The air gas module was investigated further by the complaint department. It was possible to reproduce the flow transducer test. It was noticed that after replacing a printed circuit board (pcb) inside the gas module the issue disappear. Further inspection on this pcb shows high voltage value on multi integrated circuits(ics). Replacing one of these ics resolved the issue. The replaced ic is part of two circuits. The first circuit is the flow scaling circuit and then it is connected to the second circuit which is the output filter circuit. The root cause for this ic failure is not established by this investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).